Manufacturer narrative:
The visual findings revealed scratches outside the nurse call receptacle. The nurse call receptacle itself appeared to be undamaged from the outside and had a tight fit when the nurse call cable was inserted. The unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad. The unit passed all other functional testing. With cable inserted into the nurse call receptacle and moved by hand, the whole receptacle moved side to side indicating one of the pins of the receptacle was no longer attached on the pcba (circuit board). Upon opening the unit, the nurse call receptacle slightly elevated from the pcba. The nurse call pin 3, which was the closest to the edge of the pcba, had broken off. With pin 3 not connected to the pcba, the unit will not send a signal to activate the nurse call test fixture as the outer sleeve of the cable connector will not be connected to ground (considered as opened circuit). If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. This device is over seven years old since its manufacture. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
Carl is reporting item 8374 has a broken receptacle for the nurse call cable. The date the event was discovered is unknown and no injuries have been reported.